Manufacturer narrative:
Additional information: the reported event of helix failure to retract was confirmed. As received, a complete lead was returned in one piece for analysis. As received, the helix was partially extended and clogged with blood. Visual analysis found the inner coil at the connector region over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. The full helix extension length was measured within product specification. The cause of the reported event was isolated to the helix being clogged with blood and the inner coil over torqued.

Event description:
During a revision procedure to reposition a dislodged lead, the helix was unable to be retracted from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event and the patient was stable.